Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that multiple infusion sets were leaking at the site which led to hyperglycemia on (B)(6) 2026. The blood glucose level was 326 mg/dl and small number of ketones detected on testing.